Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned.